Event description:
Pt involved in a (B)(6) and suffered three broken ribs and a pneumothorax was initially treated with three matrix rib plates and twenty two screws implanted on (B)(6) 2011. Pt returned three weeks later to a different operating room and presented to surgeon with an infection. Infection was determined to be (B)(6). During removal 12 of the 22 screw heads stripped, the surgeon was able to remove all hardware on (B)(6) 2011 and patient was not revised to any new hardware. Hospital has quarantined the product. This is 21 of 25 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.